Manufacturer narrative:
Date sent to the FDA: 11/23/2015. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was additionally reported that the abdominal hernia repair was a da vinci robotic procedure. The doctor opined that the contributing factor to this event is a mesh without tissue ingrowth over the defect. It was also reported that the recurrence was diagnosed with CT scan and a defect/hole was directly over the fascial defect. It was reported that occurred ¿pouch of water where the hernia pushed¿ was seroma. The next surgical appointment has been scheduled within 6 months. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent abdominal hernia repair procedure on (B)(6) 2015 and mesh was implanted. Approximately 4-5 months following the procedure, the patient experienced a recurrent hernia and underwent re-operation on (B)(6) 2015. It was also reported that, during re-operation, a piece of davol mesh was placed over previous mesh and meshes were sutured in place. Additional information has been requested.

Manufacturer narrative:
It was reported that the patient underwent an abdominal hernia repair procedure on an unknown date and mesh was implanted. Concomitantly, the patient underwent a gall bladder procedure. Approximately 4-5 months following the procedure, the patient said he felt a bulge and pain over the belly button area. The patient stated that his surgeon said a ¿pouch of water where the hernia pushed¿ had occurred. The patient experienced a recurrent hernia and underwent re-operation on (B)(6) 2015. The patient stated that the surgeon reported the hernia had pushed right through the center of the mesh. During re-operation, a piece of davol mesh was placed over the previous mesh and the meshes were sutured in place. The patient stated the pouch of water still remains and the surgeon advised that the water will be reabsorbed by the body. Additional information was requested. (B)(4).

Manufacturer narrative:
The reporter indicated that a 12.6mm micl12.6, -8.0, implantable collamer lens tore during loading. It was reported that there was no patient contact, the backup lens was used and the surgery was a sucess. The reporter stated that they have had no issues with a lens tear previously so this was certainly an isolated incident.